Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to attach the shield/cap. The following information was provided by the initial reporter: material no.: 320122 batch no.: 8205947, unknown it was reported the cap is molded too large and falls off easily. Verbatim: having been on victoza now for about a year or so, I am on my third box of bd nano ultra-fine 4mm x 32g pen needles. There are the needles that my pharmacy, where I have my prescriptions filled, carries. I need to report a very irritating issue with bd's needles that I did not experience with whatever that other brand was. The outer cover for each needle on the other brand clicked securely into place after use. On the bd needle, the cap is molded a few 1000th's too large and fall off easily. They are constantly falling off onto the floor and do not remain in place very well once they are placed over the used needle (I also replace the needle cap as well). From phone call on (B)(6) 2019 09:19:30: consumer stated outer covers do not click back on securely after his injection. Stated outer cover is not molded correctly. Stated experienced issue with 3 boxes. Consumer could not provide a lot number for all three boxes or occurrence date for any of the three boxes. Lot: 8205947, item: 320122, expiration date: 2023-08-31, sample available for this lot only.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to attach the shield/cap. The following information was provided by the initial reporter: material no.: 320122 batch no.: 8205947, unknown it was reported the cap is molded too large and falls off easily. Verbatim: having been on victoza now for about a year or so, I am on my third box of bd nano ultra-fine 4mm x 32g pen needles. There are the needles that my pharmacy, where I have my prescriptions filled, carries. I need to report a very irritating issue with bd's needles that I did not experience with whatever that other brand was. The outer cover for each needle on the other brand clicked securely into place after use. On the bd needle, the cap is molded a few 1000th's too large and fall off easily. They are constantly falling off onto the floor and do not remain in place very well once they are placed over the used needle (I also replace the needle cap as well). From phone call on (B)(6) 2019 09:19:30: consumer stated outer covers do not click back on securely after his injection. Stated outer cover is not molded correctly. Stated experienced issue with 3 boxes. Consumer could not provide a lot number for all three boxes or occurrence date for any of the three boxes. Lot: 8205947, item: 320122, expiration date: 2023-08-31, sample available for this lot only.

Manufacturer narrative:
Investigation: customer returned (20) loose 32g x 4mm bd pen needles without tear drop labels attached. Consumer stated outer covers do not click back on securely after his injection. Stated outer cover is not molded correctly. All 20 returned samples were examined and the following was performed: 1. First, each pen needle was attached (threaded) to a test pen fixture 2. After attachment, each pen needle was removed from the test pen fixture no issues were observed during the attachment/detachment of the samples to the test pen fixture, and no outer covers were observed to be loose. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failures.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8205947; medical device expiration date: 2023-08-31; device manufacture date: 2018-07-24; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to attach the shield/cap. The following information was provided by the initial reporter: material no.: 320122, batch no.: 8205947, unknown. It was reported the cap is molded too large and falls off easily. Verbatim: having been on victoza now for about a year or so, I am on my third box of bd nano ultra-fine 4mm x 32g pen needles. There are the needles that my pharmacy, where I have my prescriptions filled, carries. I need to report a very irritating issue with bd's needles that I did not experience with whatever that other brand was. The outer cover for each needle on the other brand clicked securely into place after use. On the bd needle, the cap is molded a few 1000th's too large and fall off easily. They are constantly falling off onto the floor and do not remain in place very well once they are placed over the used needle (I also replace the needle cap as well). From phone call on (B)(6) 2019, 09:19:30: consumer stated outer covers do not click back on securely after his injection. Stated outer cover is not molded correctly. Stated experienced issue with 3 boxes. Consumer could not provide a lot number for all three boxes or occurrence date for any of the three boxes. Lot: 8205947, item: 320122, expiration date: 2023-08-31, sample available for this lot only.